Event description:
The manufacturer representative reported the patient had a sudden return of parkinsons symptoms. The left neurostimulator battery was depleted. The device was explanted and returned to the manufacturer for analysis. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when the device analysis is completed.